Manufacturer narrative:
Last calibration was performed on 08-may-2023 and it was acceptable. Qc recovery was acceptable with no indication for a performance issue of the reagent. The alarm trace showed multiple abnormal aspiration alarms noted on the date of the event near the time sample was processed. The field service engineer (fse) changed the pinch valve tubings, cleaned the reservoir area. He also straightened up the bent low liquid detection and changed the bent reagent probes. The fse did the measuring cell preparations and performed the blank cell calibrations. The customer performed calibration and qc and they were acceptable. The service actions done by the fse resolved the issue.

Manufacturer narrative:
Investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about discrepant results for 73 patients' samples tested with vitamin d assay on cobas e 801 module serial number (B)(6) (line 1) compared to a different cobas e 801 module (line 3). Discrepant results for 1 patient's sample was provided. This medwatch will apply to the vitamin d assay tested on line 1. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the vitamin d assay tested on line 3. Initial result: 103 ng/ml (tested on line 1). Repeat result: 64 ng/ml (tested on line 3). The customer was not sure which result was correct and reported the initial result of 103 ng/ml outside the laboratory.